Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device was found to be abruptly broken around the region from where the set screw is inserted. The chipped-off part was not available for evaluation. The device appears to be slightly worn off at the ends, most likely due to repeated usage & reprocessing cycles, the material may have disintegrated. The breakage area also indicates unwanted force applied most likely due to mishandling. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing, or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user-related issue. The failure was most likely caused by mishandling intra-operative and residual stress due to repeated cycles of reprocessing which renders the material weak over a period of time. If any further information is provided, the complaint report will be updated.

Event description:
The instrument broke during use after completion of the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The instrument broke during use after completion of the surgery.